Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected information. Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source, foreign ¿ events occurred in the (B)(6). Hospital discarded as biohazard.

Event description:
It is reported that a patient's shoulder was revised due to progressive deterioration. The humeral head was removed and replaced and the patient reported good function and better quality of life. No additional patient consequences were reported.